Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of an event on 21jan2019. The reported complaint, "white cover/cap for the bronchoscope that covers the suction port during sink flushing using the scope buddy and at times in the medivators dsd edge aer[automated endoscope reprocessor] during hld[high level disinfection] popped off". Additional details were provided by the pentax sales representative on january 29, 2019. The reprocessing technician(rt) was sink washing the used bronchoscope, model eb-1570k, serial number (B)(4), and when it was connected to the scope buddy and flushing was started, the white cap that covers the suction port popped off. Contaminated water shot in the air, over the rt, and onto the face of the user facility assistant director (not eyes, nose or mouth) who was walking about two feet behind the rt. Pentax medical's device maintenance and infection control specialist notified the pentax medical complaint handling unit on january 29, 2019 that he inspected all(5) of the of-b155 rubber caps at the moses cones facility. He found that four of the five had worn or missing rubber on the lip that is supposed to keep it locked onto the top of the suction cylinder where the suction button fits in. Three of which were being returned for evaluation by the pentax medical service repair department. After receiving the three of-b155 rubber suction channel cleaning adapters that were returned on 06feb2019 under RMA notification (B)(4) (returned within the case of an unrelated service repair for a gastroscope), a visual inspection was performed, and it was determined that the rubber material of the rubber edges of the suction cleaning adapters was worn out, which was the direct cause of the adapter covers to pop off when the scope buddy was used during the sink washing and flushing stage. When compared to a brand new of-b155, the rubber edges of the new of-b155 are completely intact and show no worn out edges at all. During sample testing, while connected to the suction port of the bronchoscope, model eb-1570k, serial number (B)(4), which was returned separately on 04feb2019 under RMA (B)(4), the three worn out of-b155 disconnected easily, with little force, while the new of-b155 used for testing took much greater force to disconnect. This is proof that the cause for the popping incidents of these three of-b155 was due to the worn out rubber material of the rubber edges. Pentax medical service team completed a service repair investigation form on 28mar2019. Based on invoice records, all of the of-b155 rubber cleaning caps currently located at the customer site are six years or older in age. The customer was advised to purchased new of-b155 adapter caps and replace all of their current inventory with new of-b155 caps to ensure that this type of incident does not occur again.